Event description:
It was reported that during a laparoscopic liver resection the pad of the harmonic device started peeling off. The surgeon was using the device as normal. He was approx 30 minutes into the procedure. He immediately opened another disposable and swapped it. There was no adverse effect to the patient. There was about a 5 minute procedure delay. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.